Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the medium large clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the medium-large clip applier instrument would not open/close. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grip tips opened and closed properly several times. Additionally, the clip applier instrument failed the clip test due to misapplication of the clip. The clip test was performed three times and failed two times and the clip did not close completely at the tubing. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event could not be confirmed, as failure analysis revealed no issues during the instrument¿s grip tips open-close testing. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics by in-house testing and the investigation revealed no issues related to the customer reported event. Furthermore, the probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip).